Event description:
Recall notice on my philip's CPAP and my husbands bipap received in april 2021. Machines registered on philips recall site. Registration (B)(4). Still no action on replacement machines. It has been over 1 year. Only update via phone call to philips is they are still not available and referred me to the provider of the machines as the only source of information on receipt of new machines. FDA safety report ID # (B)(4).